Event description:
While using the bovie set at 17 and spray during a tonsillectomy and adenoidectomy case after about 20 seconds the bovie tip sparked. The surgeon removed it from the mouth. He stated that he saw a spark. Then a small flame. The bovie tip was replaced using the same handpiece to finish the case and conmed machine. The operating room manager was notified immediately. No injuries were noted by the surgeon. Items used during the procedure included the following: conmed hand controlled bovie (B)(4), lot #120330-3, exp date: 03/2017; conmed needle tip (B)(4), lot #1203301, exp date: 03/2017; covidien 5.5 mallinckrodt oral cuffed tracheal tube, lot #120301-498x, exp date: 03/2017; conmed system (B)(4). This unit was removed from service and inspected by internal biomedical staff and found no apparent defects.